Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced severe withdrawal and was admitted to the hosp. No pump alarm was heard, but telemetry confirmed a critical alarm due to a pump memory error. The pump had gone into "safe state"; the pump was not being programmed at the time. When the alarm was played for the pt and family, the family reported that they had heard the alarm two times. It was noted that the pt lived in a rural area with no emi interference. The pt had not been to the hosp and had not had an MRI or any other procedure done. The pt had not left the house for 10 days prior to the pump going into safe state. The pump was reprogrammed and updated. The physician performed a roller study and dye study. The roller study showed the pump rollers turned as expected and the catheter was patent with good displacement of dye into the intrathecal space. The physician ordered a 100 mcg programmed bolus. The pt recovered without sequela. The device sys was used to deliver compounded baclofen (2000 mcg/ml at 1798 mcg/day) and clonidine.